Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving alert 38 (motor stall) on the ilet device. The user had restarted the device three times but continued to receive the alert. Troubleshooting was attempted and the user planned to perform a supply change after returning home and would call back if the issue persisted. Blood glucose was not affected. No medical intervention was required.